Event description:
The facility's biomedical engineer reported an infusion pump that overinfused during clinical use on a neonatal pt. This pump was programmed at a rate of 0.1cc/hr at 7pm. A 60cc syringe was being used, but only contained 16cc of medication. At 5am the pump was inspected and 6cc remained in the syringe. Follow-up with the risk mgr revealed that the prescription was 0.1cc/hr of fentanyl, but the amount delivered was 1.0cc/hr. The pt was found to be blue in color. The medical intervention taken was repeated injections of narcan, until pt was revived. Attempts were made to obtain additional details regarding specific pt info but no additional details are available.